Event description:
During a coronary interventional procedure, the quantum maverick otw balloon ruptured at unknown atms. No pt injuries or complications were reported. No add'l info is available regarding this event.